Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clips were misfiring and the distal tips were crossing over forming an ¿x¿. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by clips were misfiring? Did the clips only scissor and that is what you meant by misfiring or did clips scissor and clips also had another issue besides scissoring? The clips were only scissoring.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.